Event description:
It was reported there were right ventricular capture and sensing problems noted. The capture threshold was high and unstable, while the r-wave amplitude was low. Repositioning of the lead was attempted but the parameters were reported as not good in another site. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.